Event description:
The wife of a (B)(6) male patient contacted lifecor customer support to report that the battery pack would not power up the monitor. She stated that the battery pack was not fitting correctly into the battery charger and the battery charger was showing the "battery pack fault" led. Support sent the patient a replacement battery charger and battery pack.

Manufacturer narrative:
Device manufacture date: battery charger (B)(4), battery pack (B)(4). Device evaluation summary: device evaluations of battery charger (B)(4) and battery pack (B)(4) have been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unknown, but is likely mismating of the connectors. Battery pack (B)(4) had defective cells. It had been used until it was dead and could not be charged back up due to the defective charger. No adverse event resulted from the damaged battery charger and battery pack. The patient received a replacement battery charger and battery pack.